Manufacturer narrative:
While the lot number is unknown, due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. During diagnostic angiography follow up, the distal stent displayed narrowing. Day of original deployment showed good apposition to the vessel. Unknown cause of narrowing. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent tapering¿.

Event description:
It was reported that during post procedure diagnostic angiography follow up narrowing of the distal of the subject flow diverter was noted. It was reported that on the day of original deployment subject flow diverter showed good apposition of to the vessel wall. The reason for narrowing is unknown. No further information is available.

Manufacturer narrative:
H3 other text : device is implanted in the patient.

Event description:
It was reported that during post procedure diagnostic angiography follow up narrowing of the distal of the subject flow diverter was noted. It was reported that on the day of original deployment subject flow diverter showed good apposition of to the vessel wall. The reason for narrowing is unknown. No further information is available.